Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-oct-2022, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient¿s lead were ¿out of place¿ and had migrated at some point. It was noted when they did the lead revision on jan-29, they replaced all component. It was mentioned the revision occurred and rep made aware at time of revision. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient was told by doctor after replacement surgery he performed on (B)(6) 2019, that one or two of the leads which had been inserted in 2016 had migrated. Patient stated when a completely new stimulator system was implanted, doctor informed patient he had been able to use only one lead from the stimulator, but it was in excellent position and the testing done since then it had confirmed the new system was working well. It was noted patient did not know whether the older lead which was removed was returned to manufacturer or not. Patient was advised to dispose of the older controller, antenna and charger, and the new equipment was much more effective in reducing pain, and much less app to suddenly change the stimulation levels, and what patient would have call ¿coverage¿ of area of patient¿s back. Patient mentioned having no clear understanding of what caused the lead move from the position placed in (B)(6) 2016. However, patient have had scoliosis of the lower spine for over 10 years, and patient believed that condition had something to do with why one or 2 of the original leads changed position, and also doctor was unable to implant a second lead this january. No further complication and no symptoms were reported. Refer to (B)(4) for taking too long to charge ins.